Manufacturer narrative:
Pump unable to prime during prime test due to a faulty force sensor resistor. Pump passed basic occlusion test and displacement test. Unable to perform occlusion test and no delivery test due to prime anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert with rewind anomaly and stated that, the insulin pump was not working. Customer reported that, the insulin was squirting out during the manual prime process. Customer stated that, they were not wearing the pump during priming. The customer's current blood glucose was 147 mg/dl. Customer stated that, the insulin continued to drip after letting go of the act button and the motor did not slow down nor did numbers ramp up on the screen. The drive support cap appears normal. The pump may not respond to an occlusion properly. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.